Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced high blood glucose. The customer¿s blood glucose was unknown at the time of the incident and current blood glucose was 445 mg/dl. The customer was treated with syringes, toujeo. The customer alleges pump was under delivering because they were not being able to control blood glucose. The customer was advised that there are many other factors that may cause blood glucose to be outside of the target range. The insulin pump will not be returned for analysis.